Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly failed to prime. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically when the stylet was pushed into the device housing. Upon disassembly it was noted that the left bumper was overlapped and the right bumper was bent. Therefore, based upon the cannula firing automatically the investigation is confirmed for self-activation, and based upon the poor tang engagement and bumper configuration the investigation is also confirmed for cannula priming issues. The bent and broken bumpers are the most likely root cause of the reported and identified failures. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a biopsy, the device allegedly failed to prime. The procedure was completed using another device. There was no reported patient injury.